Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer treated with the pump. Customer was not sure why her blood glucose level was so high. Customer stated that she got the button error alarm after treating. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)